Manufacturer narrative:
The insulin pump was received with blank display due to shorted lcd driver board. Unable to verify a21 alarm and audio or beep anomaly due to blank display. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The spouse reported via phone call that the customer's insulin pump powered off earlier in the morning. The spouse stated they were unable to turn the insulin pump back on. It was found the insulin pump began to beep when the battery was removed. The spouse also reported an unexpected restart alarm occurring on the insulin pump. Customer's blood glucose was 300 mg/dl. The spouse declined to troubleshoot for the insulin pump and requested a replacement insulin pump. The insulin pump will be returned for analysis.